Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. (B)(6). The device was not returned for analysis; therefore, a technical evaluation could not be performed. However, a review of the media provided by the customer showed evidence that the tip was kinked.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the middle and long section of the right coronary artery (rca). An opticross hd imaging catheter was advanced for the ultrasound examination of the target lesion. During the procedure, the guidewire became stuck with the catheter and could not be withdrawn. The procedure was completed with another of the same device. The patient condition following the procedure was stable.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. E1: initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the middle and long section of the right coronary artery (rca). An opticross hd imaging catheter was advanced for the ultrasound examination of the target lesion. During the procedure, the guidewire became stuck with the catheter and could not be withdrawn. The procedure was completed with another of the same device. The patient condition following the procedure was stable.